Event description:
Modified "red." Mastectomy of the left breast. The pt was in the supine position. "A lesion was noticed later in the day on the pt floors." There was no difficulty in cutting or coagulating and no request for increase in power during surgery. The ground pad was inspected prior to placement on the right thigh. There were no alarms after placement of the ground pad.